Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. It was noted that the physician had advanced the iab several centimeters and suddenly it alarmed. Troubleshooting was unsuccessful. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation: manager. Additional initial reporter: (B)(6), rn. Event site full name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).